Manufacturer narrative:
Correction:d4:corrected UDI informationh4:corrected device manufacturer date

Manufacturer narrative:
The suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us 17,3 ventilator's rate stays the same when converting a patient from psv (pressure support ventilation) to control mode. Patient's respiratory rate (rr) was 35 at time of conversion to their resting settings from original set rate of 12.furthermore, the patient was transferred to avea ventilator.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Customer didn't provide any further details after three follow up attempts.